Event description:
It was reported that the patient presented in clinic with shortness of breath and fatigue. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and the left-ventricular (lv) lead exhibited high pacing impedance and failure to capture. Upon review of patient history, it was also discovered that the ICD and lv lead exhibited diaphragmatic stimulation, causing discomfort and inability to sleep on the patient's right side, with alleged pocket infection unrelated to the lv lead. As a resolution, the ICD was initially relocated in (B)(6) 2025. Later, the ICD was explanted, replaced, and the lv lead was capped and replaced on (B)(6) 2025. The patient's condition was stable.

Manufacturer narrative:
Reported complaint of failure to capture and incorrect therapy was not confirmed. The device was received in normal range of option. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Analysis of device image and electrical testing found no anomalies. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.